Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was inaccurate. Reportedly, when the customer would change the time, the time would go back to being off after a few days. Tandem technical support advised the customer that the time jump by a few minutes is normal; the customer acknowledged. No information was provided regarding the customer's blood glucose level.